Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was heating up and stalling during testing, the coupling head was worn and there was excessive noise and vibration. It was further determined that the electronic control module was damaged and the electric motor was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that two small battery drive devices had an undetermined malfunction. The reporter indicated that one of the two devices was not changing speeds; however, the reporter was unable to specify which one. During in-house engineering evaluation, it was observed that the device was heating up and stalling during testing, the coupling head was worn and there was excessive noise and vibration. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of january, 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.